Event description:
It was reported that a patient underwent a transcatheter procedure involving a medtronic device, specifically a transcatheter valve product. The following afternoon, the patient experienced cardiac tamponade and subsequently died, although an echocardiogram conducted in the morning had showed no issues. The cause of death was unknown. The healthcare professional indicated that the procedure and the valve may have contributed to the death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329; lot #: unknown; ubd: unknown; UDI: unknown updated data: a4. B5. Second paragraph added b7. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent a transcatheter procedure involving a medtronic device, specifically a transcatheter valve product. The following afternoon, the patient experienced cardiac tamponade and subsequently died, although an echocardiogram conducted in the morning had showed no issues. The cause of death was unknown. The healthcare professional indicated that the procedure and the valve may have contributed to the death. Additional information was received that per the physician, the cause of death was an aortic dissection, and it was unknown what caused the death from the implant procedure.